Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during external pulse generator (epg) application the pacing was not good. It was found upon inspection that the (wire lead) cable was broken and the (wire lead) cable was replaced with a new one. No patient complications have been reported as a result of this event.